Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-may-2024.

Manufacturer narrative:
This file has referenced pr 413100, as both complaints have been raised though the same communication. However, two separate events are reported. Device evaluation: the dt-6-5f device of unknown lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution dt-6-5f devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. As per the instructions for use (ifu0026) which informs the user about the potential adverse events associated with emr include , but are not limited to, ¿allergic reaction to latex , allergic reaction to nickel, esophageal perforation, fever , haemorrhage , infection , laryngeal laceration , nausea , obstruction , pain/discomfort , perforation , retrostenal pain ,stricture formation, trauma to the mucosa. There is no evidence to suggest the user did not follow the IFU. (Ifu0026) . Confirmation of complaint: complaint is confirmed based on the customer and/or rep testimony. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to procedure related as perforation is a known potential adverse event listed in the instructions for use. (Ifu0026) for duette multi-band mucosectomy devices. Summary: complaint is confirmed based on the customer and/or rep testimony. According to the customer the patient underwent a gastric lesion procedure in the stomach where perforation occurred. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to procedure related as perforation is a known potential adverse event listed in the instructions for use. (Ifu0026) for duette multi-band mucosectomy devices. According to the initial reporter, the patient suffered perforation due to this occurrence. The patient required additional procedure within the same operating procedure to treat the perforation and post procedure was doing well/ complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent a gastric lesion of the stomach procedure in which the duette multi-band mucosectomy device, g35129, was used. Lesion in the stomach was approximately 5-6mm. Upon removing lesion a perforation occurred. Seven hemoclips were used to repair the perforation. Post procedure patient was doing well. Seven hemoclips were placed to repair perforation. 1.1 general questions. 1.1.1 please advise the anatomical location of the intended target site. Stomach. 1.1.2 what make & model of endoscope was used? 1.1.3 was a disposable cap used at the biopsy port? N/a, yes, no. If yes, please list the cap manufacturer and part number. 1.1.4 was secure attachment of duette handle successfully accomplished at biopsy port? N/a, yes, no. 1.1.5 was lubricant allowed between the inside of the ligator and the endoscope¿s distal end? N/a, yes, no. 1.1.6 was alcohol applied to the device? N/a, yes, no. 1.1.7 was the endoscope wiped free of fluids before attachment of the ligator barrel? N/a, yes, no. 1.1.8 was the knot in the trigger cord sealed into the hole of the handle? N/a, yes, no. 1.1.9 was the endoscope curved or straight during loading of the trigger cord into the handle? N/a, curved, straight. 1.1.10 was the handle placed in the two-way position before straightening the endoscope? N/a, yes, no. 1.1.11 was the handle kept in the two-way position until ready to deploy the bands? N/a, yes, no. 1.1.12 was the handle kept in the two-way position when withdrawing the endoscope? N/a, yes, no. 1.1.13 was the complaint issue identified prior to use? No. If yes, what was observed? 1.1.14 if performance was not what was expected, what occurred? 1.1.15 what was the outcome? Good and patient was doing well. 1.1.16 was the reason for the poor performance identified during or post the procedure? N/a, during, post. If yes, what was the reason identified by the user/ hospital.. 1.1.17 on what step of the procedure was the issue identified? Removal of the lesion. 1.1.18 did the patient require any additional procedures as a result of this event? Seven hemoclips placed to repair perforation. 1.1.19 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 1.1.20 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. 1.1.21 was the endoscope tip curved during loading of the trigger cord into the handle?